Manufacturer narrative:
Evaluation: results: complaint could not be confirmed; the returned leads were returned cut and incomplete during explant and could not be analyzed. Both leads were visually examined under the microscope and no anomalies were observed with the exception of the cam and instrument marks on the outer tubing of the leads. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference: 1627487-2011-04205. The pt received her scs system on (B)(6) 2011, including two leads with different lot numbers. It was reported the pt was not able to receive effective stimulation with programming attempts. The physician replaced the pt's two percutaneous leads with one surgical lead.